Event description:
It was reported that medication was unable to be aspirated by the bd ultra-fine¿ insulin syringe during use. The following information was provided by the initial reporter, translated from japanese: "this is a report about the inability to aspirate drug solution with a syringe. An animal owner's report is that the drug solution could not be aspirated with a syringe."

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: unknown initial reporter e-mail: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that medication was unable to be aspirated by the bd ultra-fine¿ insulin syringe during use. The following information was provided by the initial reporter, translated from japanese: "this is a report about the inability to aspirate drug solution with a syringe. An animal owner's report is that the drug solution could not be aspirated with a syringe."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.